Manufacturer narrative:
The device was returned to olympus and the customer's allegation was not confirmed. Additionally, the device evaluation found that the white balance did not work occasionally due to printed circuit board failure. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the facility.

Event description:
The customer reported to olympus image was frozen on the evis exera iii video system center, during an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the customer's report of a ¿frozen image¿ could not be reproduced or confirmed. The root cause if the issue could not be determined. Olympus will continue to monitor field performance for this device.